Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the inner camber tube separated and the wheel fell of the chair. The caller states the end user fell to the floor but wasn't injured.

Manufacturer narrative:
Additional/updated information was added to reflect the camber tube insert being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the camber plug assembly came loose from one end. An expanded evaluation was performed. The expanded evaluation report confirmed that the 0 degrees camber plug was detached from the rest of the tubing, as it was no longer being secured by the glue. The 3 degrees camber plug on the other side of the tubing was in good condition and was secure.

Event description:
The provider states the inner camber tube separated and the wheel fell off of the chair. The caller states the end user fell to the floor but wasn't injured.